Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a system implant procedure. The physician pulled the right ventricular lead back and re-positioned it but the left ventricular lead became dislodged. During the repositioning of the left ventricular lead, the coronary sinus was dissected. The patient developed pericardial effusion and a pericardiocentesis was performed; chest compressions were also performed and external defibrillation was used to stabilize the patient. The patient was then moved to the ICU in stable condition but later deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.